Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple valid altitude alarms in flight. Reportedly, the pump declared another altitude alarm while the customer was on the ground. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would administer manual injections as alternate insulin therapy.